Manufacturer narrative:
The customer returned 2 devices for investigation due to them not being sure which one was worn at the time of the reported event. Investigation was performed on both devices. It was discovered that both devices had a bend noted in the exposed portion of the soft cannula. It is unclear when and how the damages occurred. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels exceeding 20 mmol/l (360 mg/dl) while wearing the pod on the arm longer than 48 hours. At the hospital, the patient was administered a manual insulin injection.